Manufacturer narrative:
"The patient says she´s been shopping with her son and when they was going home, the walker felt weird. The wheel then fell off. The patient was helped to sit down on a bench and to wait while her son went to the patient's home and took her wheelchair. The patient takes a lot of support from her walker when she is using it. In the residential area where the patient lives, there is an extensive renovation work which makes a very uneven ground. Information provided to the supplier in september 2016. The patient has been given a different model, which seems to work well." The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in, (B)(6).

Event description:
"The patient says she´s been shopping with her son and when they was going home, the walker felt weird. The wheel then fell off. The patient was helped to sit down on a bench and to wait while her son went to the patient's home and took her wheelchair. The patient takes a lot of support from her walker when she is using it. In the residential area where the patient lives, there is an extensive renovation work which makes a very uneven ground. Information provided to the supplier in september 2016. The patient has been given a different model, which seems to work well." The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).